Manufacturer narrative:
(B)(4). Date sent: 5/22/2023. D4: batch # 981a07. B3: date of event is 2023, event day and month unknown. Captured as (B)(6) 2023 additional information was requested, and the following was obtained: the procedure was completed using another stapler and reloads and by oversewing the 2nd firing with the green reload. Rep reported she has no new additional information to provide. Investigation summary: the product was returned to ethicon endo surgery for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that one plee60a device was returned with the anvil slightly bent upwards with a gst60g reload loaded in the device. Additionally, the reload was received with the right side fully fired and the left side partially fired 1/3. Upon evaluation of the reload, the reload body, one piece sled and some drivers were noted to be damaged. Obvious slight damage to the reload deck was noted. As additional testing, the device was tested for functionality in the straight position with a test reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples meet the staple release criteria. It is possible that the device was clamped over an excess of tissue causing the anvil to bend and for the firing stroke and the staple form to be incomplete. The damage to the reload is consistent with the device being clamped over a hard object. To mitigate the potential for staples getting into the reload and interfering with the knife path during device firing, prior to reloading the device, rinse the anvil and reload jaw in sterile solution and then wipe the anvil and reload jaw to clean any formed but unused staples from the device. Additionally, proper care should be taken when placing the device on the tissue to be stapled, to ensure that no hard obstruction such as a clip is included with the tissue inside the jaws. Please reference the instruction for use for more information. As part of ethicon endo surgery¿s quality process all devices are manufactured, inspected, and released to approved specifications. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post market surveillance. A manufacturing record evaluation was performed for the finished device batch number 981a07, and no non-conformances were identified.

Event description:
It was reported that during the sleeve gastrectomy procedure that the stapler and reload misfired during a sleeve gastrectomy. The stapler cut but did not staple. The surgeon had to oversew the staple line causing a five minute delay. The surgeon mentioned these were green reloads and this not being the first time this has happened to him. The case was completed with no patient consequences. No other medical intervention was required and no fragments were generated.

Manufacturer narrative:
(B)(4). Date sent: 6/29/2023. In addition, five gst60g reloads were received sterile and with no apparent damage.

Manufacturer narrative:
(B)(4). Date sent: 5/24/2023. Investigation summary: the product was returned to ethicon endo-surgery for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that one plee60a device was returned with the anvil slightly bent upwards with a gst60g reload loaded in the device. Additionally, the reload was received with the right side fully fired and the left side partially fired 1/3. Upon evaluation of the reload, the reload body, one piece sled, and some drivers were noted to be damaged. No obvious damage to the reload deck was noted, which suggests the reload, may not have been fired over a hard object. As additional testing, the device was tested for functionality in the straight position with a test reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples meet the staple release criteria. It is possible that the device was clamped over an excess of tissue causing the anvil to bend. Based on the information currently available, a product issue was identified during the investigation of the sample received. The damage to the one-piece sled has been correlated to the design. This product issue will be addressed through ethicon endo surgery¿s quality system. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of post-market surveillance device history review: a manufacturing record evaluation was performed for the finished device batch number 981a07, and no non-conformances were identified.